Event description:
Implant required reintubation with neopuff; infant did not respond. Et tube pulled and defect on neopuff tubing noted. Infant reintubated, circuit changed and improvement in heart rate and sats noted.